Event description:
In 2010, the lay-user/patient contacted lifescan alleging the a one touch ultramini had read inaccurately high. The pt tests her blood glucose 3 times a day. She tests during meal times. The pt manages her diabetes with sliding-scale novolog insulin based on her meter readings and food intake. The pt indicated that yesterday. She took insulin around 6:30-7:00 pm based on a "high reading" which she could not remember. After eating dinner, the pt went to bed around 8:30 pm and felt fine at the time. Around 2:45 am the next morning, the pt stated that she started sweating and having intense hot flashes. According to the pt, her husband tested her blood glucose at that time and claimed to have gotten a result of '245 mg/gl." Since he could not wake her up, he called paramedics and tried unsuccessfully to give her orange juice with extra sugar at 2:48 am that morning. By 2:55 am, paramedics arrived and tested her with an emergency medical services (ems) meter. The paramedics reportedly obtained a result of "23 mg/dl" and then treated her with IV glucose. After feeling better, the pt declined to be taked to a hospital before the paramedics left, they tested her again and reportedly got a result of "220 mg/dl." The pt felt as though she had passed out during the time of concern but was not sure. The pt did not have control solution for troubleshooting. The meter test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.